Manufacturer narrative:
Approximate age of device - 5 years, 9 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2012. It was reported that the patient underwent a pump exchange on (B)(6) 2018 due to a chronic driveline infection. The cause of the infection was reported to be patient non-compliance with device management. The onset date and duration of the infection was not unknown. An expedited analysis of explanted pump was requested by the customer. No additional information was received.

Manufacturer narrative:
The device was returned for evaluation. A correlation between the evaluation of the device and the reported percutaneous lead (driveline) infection could not be conclusively determined. The pump was returned assembled with the percutaneous lead cut approximately 4¿ from the pump housing and the two portions of the severed lead, measuring 5¿ and 4¿ in length, were also returned. The sealed inflow conduit was returned unattached from the pump inlet port. The sealed outflow graft, with the outflow graft bend relief, was returned attached to the outflow elbow. The outflow elbow was returned attached to the pump outlet port. Upon disassembly of the returned pump, examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.